Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping sensations and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2014 indicated the metal ion levels were above 7ppb. The stem is now being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/11/2016- pfs and medical records received. After review of the copious amount of medical records for MDR reportability, the patient was revised on (B)(6) 2016 to address pain and, limited range of motion and pseudotumor. Medical records from (B)(6) 2008 report that the patient fell and the right hip "came out of socket." There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/26/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Update 24 jul 2017: medical records received. After review of medical records there is no new information added that changes the MDR decision. Updated the event date and patient's age. This complaint was updated on: aug 21, 2017.